Event description:
Philips received a complaint on the v60 ventilator indicating that the cyclic redundancy checks (crc) test had failed. The device was being prepared for use prior to being placed on a patient. There was no patient impact resulting from the swap to another ventilator. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue. The rse informed the customer that the crc of the ventilator program block in ram is computed periodically and compared with stored crc value to ensure that the program image is valid. When the crc values do not match, the ventilator restarts. It was advised to reinstall the software, and if that did not resolve the issue then replace the central processing unit (cpu) printed circuit board assembly (pcba). The customer called back and stated that the device was in the biomedical engineer (bme) shop. The customer could not duplicate the issue but wanted to reload the software as a preventative measure. The rse advised the customer that the software could be downloaded from the incenter site, and the customer acknowledged this. A good faith effort (gfe) has been sent to the customer for confirmation of a software reload and a return to service. In a good faith effort (gfe) response from the customer, it was confirmed that the software reload of software version 3.00 was completed. The customer stated that the device was allowed to run for several hours, with the power being cycled, and no issue was observed. The device was confirmed by the customer to have been returned to service.